Event description:
Acct reports that the septum on the injection site is "blowing out". States they inject directly into the injection site with a cannula attached to a pressurized tubing for computerized tomography exams. States the IV catheters are at least 22 gauge. No pt injury occurred except that they did have to bring the pt back later to repeat the scan.